Event description:
It was reported that while stapling with a sureform 60 instrument and blue reload during a da vinci assisted roux-en-y, there was a tissue push event. The stapler seemed to push the tissue outside the jaw during cut mode resulting in a gastric serous wound. The target tissue was not calcified, previously exposed to radiotherapy or chemotherapy, under tension, or bunched. There were no error messages. Another stapler was used to staple the area again, and the procedure was completed robotically. There was a procedural delay, but the length of time was unspecified.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed. The submitted photos were reviewed, and they show two instruments, one is a bipolar and the other looks like a grasper. A staple line and some malformed staples can also be seen. With these images alone, it is not possible to confirm a tissue push event occurred.